Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that he has moisture in the battery compartment in his pump and he works out in the rain. Customer reported that the moisture was either from working in the rain or from using cold batteries. Customer stated that it was possible that it was from the beginning of the summer when he jumped in a lake, but did not notice anything was wrong at the time. Customer was advised to disconnect at the quick release. Alarm history was reviewed and several alarms were found including motor error, low battery, weak battery, two no deliveries, and low reservoir. Button error alarm was not present in history at or around the time that the pump was exposed to moisture. Customer was assisted with clearing the motor error alarm and was advised to disconnect from the pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.